Event description:
It was reported that the basket on the ptd became entangled on the arterial sheath while performing a pass from the venous side. The ptd and sheath could not be separated, so the pt was taken to the or for surgical removal.